Event description:
It was reported that a cc4204bf single piece collamer lens tore. Add'l info has been requested from the user facility.

Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens haptic tore off upon insertion into the eye. A posterior capsular tear was noticed after the lens was in the eye. The incision was enlarged to remove the lens. No vitrectomy was performed. An anteiror chamber lens was inserted. And sutures were required to close the wound corneal edema was present.